Event description:
It was reported that the left knee presented stiffness; decreased rom. Event was treated with surgical procedure - manipulation under anesthesia. (B)(6) disagreed with investigator's classification that this event is unrelated and has classified this event on 20.08.2018 as serious adverse device effect (sade), unable to exclude relationship of s&n device as cause or contributor to this serious injury, with special emphasis given to surgical technique.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.